Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the vent blocked which created a vacuum in the bag. It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Wash hands. 2. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. 3. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patients hip, coil tubing alongside patient. Tubing should be draped over patients leg. 4. Check that urine is draining into bag. 5. To empty bag: a. Remove outlet tube from housing. B. Release clamp and empty bag. C. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. 6. Wash hands. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for obtaining urine sample: 1 . Kink tubing a minimum of 3 inches below sample sleeve until urine is under sample site. 2. Swab surface of puncture site with antiseptic wipe. 3. Insert needle (21g or smaller) through center of puncture site. Be careful to avoid puncturing opposite side of sample sleeve. 4. Remove desired volume of urine. Release kink to permit flow to drainage bag. 5. Send specimen to laboratory." Correction: e h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated the metal clip on bag was hard to use and it hurts the patient sometimes. No medical intervention reported. Per follow up call on (B)(6) 2021 it was stated that the drain bags metal clip was hard to use when the customer was having multiple sclerosis and it hurts the hands. The drain bag was too small and did not drain properly. The customer believes that the drain bag did not have the bubble to assist with drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated metal clip on bag was hard to use and it hurts patient sometimes. No medical intervention reported. Per follow-up call on (B)(6) 2021, spoke to customer. It was reported that the drain bag¿s metal clip was hard to use when customer have multiple sclerosis and it hurts the hands. The drain bag was too small and will not drain properly, customer believed it did not have the bubble to assist with drainage.